Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain. The patient's medical history and concomitant medications were unknown. On an unknown date, a pump pocket revision was scheduled for (B)(6) 2016. The patient's status was unable to obtain. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.